Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 3 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with minimal discharge from the driveline exit site. The patient¿s white blood cell count was 7.6 x 10^9 cells/l and c-reactive protein level was 1 mg/dl. An abdominal ultrasound revealed two new collections adjacent to the middle aspect of the driveline. Reportedly, there was "either a resolution or redistribution" of 2 previous collections from (B)(6) 2017. Cultures were positive for staphylococcus aureus. The patient completed a course of intravenous cloxacillin, and was discharged home on oral cloxacillin. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient completed the course of antibiotics in early(B)(6). No further information was provided.